Event description:
A patient reported experiencing inaccurate high results with a ot ultra meter. The patient's blood glucose results were 167mg/dl (meter), lab result unknown. Tests were done 5 minutes apart with a difference of > 20%. Patient did not experience any adverse events. No further information has been reported.